Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient presented in clinic after receiving an alert for high, out of range, high voltage lead impedance. The patient was brought in for dft testing. Noise was observed with pocket manipulation. A set screw issue was suspected. The physician elected to program the svc coil off. No patient symptoms were reported.